Event description:
On (B)(6) 2011 the lay user/reporter, the patient's father, contacted lifescan to report the one touch ping meter was giving inaccurately high readings. The sr. Medical surveillance specialist contacted the reporter to obtain and clarify information; however was unable to reach him by telephone. On (B)(6) 2011 the smss mailed a letter requesting the reporter contact medical surveillance. On the morning of (B)(6) 2011, the patient obtained the blood glucose reading of 'hi mg/dl' (greater than 600 mg/dl) on the reported meter. At that time, the patient experienced no symptoms of high or low blood glucose levels. The patient was given three units humalog insulin via his pump. Afterwards, the patient's blood glucose level was 'dropping too low', and he was treated with a glucose injection and food and drink. He did not seek any medical attention. It would have been helpful to determine the time of the 'hi mg/dl' reading, the patient's usual readings at that time of day, his blood glucose readings prior to this event, what meals and medications had been taken prior to this event, the time of the onset of the 'too low' blood glucose level, if the patient experienced any symptoms, the specific low blood glucose readings obtained, and if the patient felt better after the treatment. Troubleshooting revealed the patient's test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hypoglycemia after he took insulin based on an elevated blood glucose reading, and received treatment with glucose and food. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k # is k082590.